Event description:
It was reported that pump experienced malfunction alarm with code 16 and caller confirmed no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer received pump reset instructions from technical support, planned to reset pump independently, and later confirmed with technical support that issue was resolved and case was closed.